Event description:
Per the audiologist's report, this child has global developmental delays and "autism spectrum disorder". He has made little progress with his cochlear implant. The results of an integrity test performed in 2006 were consistent with normal receiver/stimulator function, but showed some electrode anomalies. The device was reprogrammed. However, the child did not respond well to sound and did not want to use the device. The surgeon plans to explant the device three months later and reimplant a new one the same day.